Manufacturer narrative:
(B)(4). Concomitant medical products: 14-103658, univ 2-hole shl 58mm lnr sz 25, 174580, ep-105995, epoly 36mm rlc lnr mrom sz25 ze 25, 632800, 51-106130, tprlc 133 mp type1 pps so 13.0, 3330381, unknown, unknown screw, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient was suffering from osteoarthritis and underwent a right total hip antroplasty. The patient experienced moderate pain and discomfort. Subsequently after six months, the patient reported moderate pain and difficulty performing usual activities. After the one year follow-up, the patient experienced moderate pain, discomfort, and difficulty performing usual activities. The health score suggested improvement to the best imaginable state when compared to six months. Attempts have been made and additional information on the reported event is unavailable.